Event description:
It was reported that the device overheated. The device was being used in an education lab. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was evaluated by the manufacturer and the unit failed the temperature test during the cut test. Upon disassembly of the unit, the bearings had a gritty feel, most likely due to debris in the bearings. Debris can bind up or limit the rotational properties of the device and cause failures such as heat and vibration. The failure mode was determined to likely be due to debris in the bearings. The affected components were limited to the bearings.